Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies.

Event description:
It was reported that a patient was treated with a fibula plate and external fixation on (B)(6) 2012. On (B)(6) 2012, the external fixation was removed and the patient was implanted with a tibia plate and screws. Patient was experiencing tight skin distally. When the surgeon lifted a portion of the scab he noted the plate was showing through. The patient was returned to the o.r. On (B)(6) 2013 and the surgeon removed the tibia plate and screws. No additional fixation was placed as the patient was considered healed. It was reported that the exposure of the plate was due to the patients soft tissue reaction to the plate. There was no backing out of the screws or implant migration. This is report 1 of 1 for complaint (B)(4).